Manufacturer narrative:
The device was not returned to olympus for investigation. The cause of the reported event could not be determined at this time. However, based on similar reported events, the most probable cause of the reported event could be attributed to the operator¿s technique. To prevent the risk of injury, the instruction manual provides warning which states, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ additionally, the OEM conducted a review of the device history records (DHR) for the concerned lot number and found no deviations or non-conformities during the manufacturing process. The device was manufactured in october 2013.

Event description:
Olympus was informed that during a transurethral resection of a prostate (turp) with partial transurethral resection of a bladder tumor (turbt) procedure, the insulation tip of the device broke off into multiple pieces and fell into the patient¿s bladder. The physician was only able to resect a portion of the bladder tumor due to the tumor¿s position. Multiple pieces of the insulation tip were retrieved from the patient using a 30 degree rigid telescope. The insulation tip was reconstructed outside the patient to ensure that all pieces had been removed. The intended procedure was completed using a different (same model) device. The device was inspected prior to procedure with no anomalies observed. There was no patient injury reported.